Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The scope had noise on the image with b30 scope communication error due to damaged charge coupled device wire from the heavy impact on the insertion tube. In addition, there were multiple heavy dents on the insertion tube. The exera identification chip had no data. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope displayed a b30 scope communication error during preparation for use. The intended procedure was a diagnostic bronchooscopy with lavage. The procedure was completed with a replacement device. There was no report of medical intervention or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that physical stress was applied to the insertion part during handling by the user, and the charged coupled device unit was damaged, causing the event. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 3) "do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.